Event description:
Device 1 of 3. Reference MFR report #s: 1627487-2014-00370 and 1627487-2014-00371. The patient (B)(6) was implanted with a surgical lead and two extensions (from different lots) for a trial to permanent implant. During the procedure to implant the ipg, an infection was reportedly detected. The infection started at the incision site of the extension and appeared to travel toward the lead. As a result, the lead and extensions were explanted. Antibiotics were administered to the patient as treatment.

Manufacturer narrative:
Method: - the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.